Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed deep venous thrombosis approximately one week post implant. Additionally a clot was noted to have occurred in the cephalic vein. The patient was treated with coumadin. The leads remain in use. No further patient complications have been reported as a result of this event.